Event description:
Information received from the field does not address the patient's clinical status but notes that histogram data, event records and patient triggered events could not be interrogated. Emergency vvi was successful in resetting the device and the diagnostics were again accessible, but when the device was reinterrogated after 5 minutes, again the histogram could not be interrogated. A download was scheduled but the patient was not available.